Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, runny nose, difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found light amount of dust/dirt around air inlet, on iso port. Also found grey contaminant found on flip door, top enclosure, front panel, rear panel, and bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dust, dirt and grey contaminant found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.